Event description:
It was reported that bd sharps container had a difficult to close lid which resulted in a needle stick injury. There was no report of impact. The following information was provided by the initial reporter: " the sharps collector didn¿t work to dispose the unused product; when the nurse did recapping with both hands after supporting a patient to inject insulin, she pricked her finger on the needle."

Manufacturer narrative:
H.6. Investigation: no samples or pictures were received. The DHR review was not able to be performed due to the lot number was not provided by customer. A review of the ncmr¿s was performed; the result showed there were no ncs generated for issues like wall thickness out of specification, deformation/damages on the lids that may cause defects that lead to injuries during the use on the same part number throughout the last twelve months. The complaint could not be performed and the root cause is undetermined.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd sharps container had a difficult to close lid which resulted in a needle stick injury. There was no report of impact. The following information was provided by the initial reporter: " the sharps collector didn¿t work to dispose the unused product; when the nurse did recapping with both hands after supporting a patient to inject insulin, she pricked her finger on the needle."